Event description:
It was reported that t:slim x2 pump battery did not charge. There was no reported impact to the customer¿s blood glucose level. Technical support instructed caller to leave pump connected to verified power source, confirmed charging supplies were new replacements, determined pump replacement was needed, and attempted to arrange replacement and discuss backup insulin therapy, but caller declined pump replacement, declined follow-up from management, case was closed with no additional actions taken.